Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the device did not fire and stapled the piles. It cut the piles in shreds leading to bleeding. Only a few clips were found in the mucosa. The procedure was abandoned. There was no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.